Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.3, lab: 1.4. Testing performed within one hour. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.